Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "too many occlusions," which was reproduced as a false upstream occlusion alarm while running an infusion. The alarm was confirmed during a review of the event history log. Evaluation found continuity on the upstream sensor flex tail pins, causing the condition.the failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "too many occlusions." It was also reported there was no patient involvement.